Event description:
Customer reported that he had high blood glucose of 280 mg/dl. Customer stated that his insulin pump is under delivering the correct amount of insulin. Customer stated that he was hospitalized a few weeks ago and he was wearing the insulin pump, but it was not diabetes related issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.